Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 03/03/2011 by fax and mail. A completed questionnaire was received on 03/08/2011. (B)(4).

Event description:
A study coordinator reported that one day following intraocular lens (iol) implant surgery, a peaked pupil with vitreous strand was noted. Approx one week later, a yag laser was performed to remove the strand. The event resolved two days after the yag treatment. It was reported that the event is not related to the study device nor with the test procedures. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to event.